Event description:
The customer complained that the patient position mode alarm did not sound locally; however, it did send the appropriate signal to the nurses' station.

Manufacturer narrative:
The technician replaced the scale patient position mode board, and calibrated the scale, which resolved the issue. The bed operates normally. Pursuant to response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.